Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased r-wave measurements, decreased pacing impedance measurements of 253 ohms and loss of capture (loc) two weeks post implant. The lead was observed to have dislodged. A revision procedure was performed. The lead was successfully repositioned. Subsequent information was received that the patient developed a methicillin-resistant staphylococcus aureus (mrsa) infection one week later. This product was part of a system revision due to the infection. The product was explanted. No additional adverse patient effects were reported.